Event description:
It was reported to boston scientific corporation on (B)(6) 2009 that the extractor xl triple lumen retrieval balloon was used during an ercp (endoscopic retrograde cholangiopancreatography) procedure performed on (B)(6) 2009. According to the complaint, during the stone extraction the balloon leaked air above the radiopaque marker and the balloon spontaneously deflated. The case was completed with another of the same device. There was no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be "fine".

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed. (B)(4).